Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the legal department via a manufacture representative reported the patient had overdosed and was hospitalized for a few days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving fentanyl (concentration 1500 mcg/ml with a daily dose of 990 mcg/day) and dilaudid (concentration 25 mg/ml with an unknown daily dose) via an implantable pump for spinal pain. It was reported that on (B)(6) 2017 the patient had a refill at their pain clinic. The refill was reported to be difficult due to an inability to locate the port. The port was located under fluoroscopy and the refill was performed. The patient left the clinic and lost consciousness in their car. The clinicstaff found the patient unresponsive and they were transported to the emergency room (ER) for treatment. The pump pocket was slightly swollen and a nurse practitioner accessed the pump reservoir to determine if all 20 cc of the drug went into the pump. 15 cc was aspirated from the reservoir, and it was stated that 5 cc of the drug was injected in the pocket which resulted in the loss of consciousness. The pump rate was turned down in the ER and the patient was discharged on (B)(6) 2017. Surgical intervention did not occur and was not planned. On (B)(6) 2017 the patient was admitted to the hospital with withdrawal symptoms. The pump was interrogated by the managing physician on (B)(6) 2017, who determined that the expected volume of medication in the reservoir was 8 ml. The pump was accessed and it was found that 0 ml of medication was in the reservoir. The pump was refilled with 10 ml of saline. The pump volume was to be assessed on (B)(6) 2017 and would be refilled with medication on (B)(6) 2017 if the actual volume matched the expected volume. The patient¿s medical history and concomitant medications were asked but were not made available to the manufacturer. The issue was not resolved at the time of the event and the patient¿s status was reported as ¿alive ¿ no injury.¿

Event description:
Additional information was received from a manufacturing representative. The volume discrepancy was related to the pocket fill. When the pump was refilled with 10 ml of saline on (B)(6) 2017 and re-assessed on (B)(6) 2017, the actual volume matched the expected volume. It was noted that the cause of the volume discrepancy and withdrawal symptoms was unknown; this was conflicting information. The pump was filled with drug again, and the issue was resolved.

Event description:
Additional information received from the representative clarified that the cause of the volume discrepancy and withdrawal was related to the pocket fill. There were no further complications reported.